Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the emr2 device was not reported or able to be subsequently ascertained.

Event description:
During a literature search, atricure determined that two patients treated between 2012 and 2015 had adverse events, which may have been caused by or contributed to by the emr2 device. The literature reported two cases where bleeding required conversion of the procedure through a sternotomy. The patient fully recovered. Atricure reviewed other complications listed within the paper, but were unable to find a cause or contribution to an atricure device. This adverse event is the result of a procedural complication. No device malfunction was reported.